Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: tubing was removed from packaging and was found split in two pieces.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: tubing was removed from packaging and was found split in two pieces.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-jul-2022. H6: investigation summary a sample was received and tested by our quality team. The separation at male luer was immediately noticed and the customer's complaint of separation and leakage was verified. The male luer was not found but after visual analyses using a microscope, the root cause was realized to be a lack of solvent during the assembly of this set. The manufacturer has been notified of this failure. A device history record review for model 2426-0500 lot number 22043101 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.